Event description:
It was reported that the insulin pump alarmed no power and needed assistance in programming the insulin pump. Customer blood glucose was 256 mg/dl and treated 3.8 units of insulin. Current blood glucose was 450 mg/dl and treated with 5.3 units of insulin. The customer was assisted in programming the insulin pump, priming the insulin pump, advised customer to put in new battery and customer will monitor the blood glucose and will call back if assistance is needed. Customer declined to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.